Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: according with the information reported the patient experienced a rupture and capsular contracture in the breast implant. During analysis of the sample was found ruptured and a crease was found, also other crease was found in the edges of the tear. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, rupture. Concomitant products: 425cc mentor memorygel breast implant, catalog # 3504251bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a 400cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture grade unknown and rupture. The patient noticed the right implant looked different, and rupture was confirmed post explantation. The patient underwent explantation and replacement with like device, catalog # 3504001bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.